Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient feels an uncomfortable overstimulation at the ipg site when stimulation is turned on. Patient is pending full system revision.

Event description:
Additional information identified the issue was resolved through system replacement.